Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event, hypotension and respiratory difficulty on an unk date in 2011 and subsequently expired on an unk date in 2012 after use of the product.